Manufacturer narrative:
(B)(4). PMA/510(k): k081047; k123188; k133786. In customer relationship management (crm), the previous work order ((B)(4)) for ultra evacuation unit, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous work order noted no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have been previously repaired 11 times, the previous repair being for the hose on the enzyme side that was short on 10 mar 2017. The drain pump belt was not associated with the previous repair. Thus, the current repair was a non-related issue. At the time the investigation was completed there were two active rmf files that contained risk line items for the ultra evacuation unit. Therefore, two separate complaint history searches using rmf-158 and rmf-160 were performed for this complaint. On 17 may 2017, it was reported from (B)(6) hospital that the drain pump belt was ¾ frayed and the unit had a disturbing smell coming from it. On 17 may 2017, replite was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site on 18 may 2017 and found that there was no smell/bad odor from evac - it was a facilities issue - but the evac had drain pump belt failure and one way valve failure. The technician replaced the drain pump belt (part #70006) and one way valve, then verified that the evac was functioning as intended. The technician then returned the evac to service without further incident. The device was tested, inspected, and repaired as per cl ¿ repair cart and evac rev. 0. Service work order (B)(4) on 17 may 2017. Based on the information provided, the root cause of the unit could not be determined since the service technician did not confirm the reported event. The belt issue, however, was resolved by replacing the drain pump belt. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the units drain pump belt was 3/4 frayed and unit has a disturbing smell coming from it. The event occurred during cleaning. No adverse events were reported as a result of this malfunction.